Event description:
It was reported the catheter fractured while being inserted into an 81yr old female patient. The 2.8mm of the catheter tip was retrieved from the patient by interventional radiology, the patient is doing fine since the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the catheter fractured while being inserted into an 81yr old female patient. The 2.8mm of the catheter tip was retrieved from the patient by interventional radiology, the patient is doing fine since the procedure.